Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the bolus history verifies reported one bolus in history on (B)(6) 2013. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was an unidentified force low.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a history settings issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.